Manufacturer narrative:
It was reported the intuvie that during routine preventive maintenance (pm), this device failed the 30 psi occlusion test at 17 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A review of the serial lot number history indicated no similar complaints associated with this device. The occlusion failure mode was confirmed, and the cause was determined to be a calibration issue. The device value was recalibrated which resolved the issue. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported the intuvie that during routine preventive maintenance (pm), this device failed the 30 psi occlusion test at 17 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement reported.